Event description:
It was reported that the ventricular lead showed pacing failure with elevated pacing thresholds a couple days after implant. It was noted via x-ray that the position of the lead had moved to the anterior wall rather than the septum. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)